Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 160904 with the following internal whole blood and serum/plasma control samples: (B)(6), (B)(6), p24 (B)(6), and (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160904 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 160904 showed that the complaint rate is 0.041%. The evidence available does not indicate that the product is performing outside label claims. Additional investigation revealed that the customer was not following label instructions for performing the alere determine hiv ½ ag/ab combo test. There were issues identified in the sample collection and application and issues with the addition of the chase buffer which can be associated with false results (B)(6). The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represents 1 of 7 (B)(6) alere determine hiv 1/2 ag/ab combo patient results (fingerstick whole blood) reported from a customer to an alere representative. (B)(6) were confirmed (B)(6) by a 4th generation (B)(6) test. There is insufficient information to determine if a malfunction occurred. The patient(s) gender, pregnancy status, treatment and patient outcome were unknown. The date(s) of occurrence are unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4); however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).